Event description:
It was reported while using a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the tube holder detached from the rest of the device when a blood collection tube was inserted. No impact was reported. Report 2 of 4.

Manufacturer narrative:
Investigation summary: "material #: 368835 lot/batch #: 3242435 bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw six vacutainer tubes and then have their safety shields engaged, and no issues were observed relating to hub-collar separation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hub-collar separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."